Event description:
It was reported that during a thoracotomy procedure, the device did not open after it was fired. Another device was used to cut the device off the tissue. The case was completed with no patient consequence.

Manufacturer narrative:
D4, 10: h4, 6: info anticipated, but unavailable at this time.